Manufacturer narrative:
The device has not returned for evaluation. The lot number was not provided; therefore, a review of device history records cannot be performed. Photographs were not provided; therefore, the complaint cannot be determined. Based on the information provided, a root cause could not be determined. If additional information is supplied, a supplemental report will be filed.

Event description:
It was reported during a spinal procedure, the tip of the driver sheared off. The tip was retrieved.